Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip does not fit properly and dropped off after firing on vessel. Procedure was completed with same like product. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did clips fall into the patient? -yes. If yes, how were they retrieved? - using grasper. Did the clips drop/eject from the device? - no. Did the clips form properly? - scissored? No. Clip gap? Yes. Which firing of the device did this event occur on? - unknown. What vessel or structure was the device fired on at the time of the event? - cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? - unknown. Was there any torquing or twisting of the device present at the time of firing? - no. Was any unexpected resistance felt while firing the trigger? - no. Were any unexpected noises heard? If so, when? - no. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? - unknown. What were the indications for surgery? What was found? - unknown. Does the patient have any relevant history of surgical treatments? If so, what? - unknown. Did somebody other than the primary surgeon fire the instrument? - no.